Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred using multiple cartridges during the loading sequence. Customer's blood glucose was 132 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 29 issue was verified; however, the reported alarm 31 could not be verified.